Event description:
The patient underwent prophylactic generator replacement. The explant facility is known not to return any explants. No additional relevant information has been received to date.

Event description:
It was reported that the patient has had an increase in seizures. The patient was referred for generator replacement. No known surgical intervention has occurred to date. No additional relevant information has been received to date.